Manufacturer narrative:
Correction to g.3 aware date of supplemental medwatch #1. Aware date should have been listed as 25/apr/2024. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken assessed as unidentified (tear) opening. Shell thickness was within specification). Silicone migration: unable to observe as it is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side device rupture and extracapsular silicone migration. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare professional reported left side device rupture and extracapsular silicone migration. The device has been explanted.

Event description:
Healthcare professional reported left side device rupture and extracapsular silicone migration. The device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted one opening assessed as an unidentified tear. The shell thickness was within specification.